Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Issue: patient had right breast surgery on (B)(6) 2019. Patient went to the physicians office on (B)(6) 2019 for a post op followup. Dr. (B)(6) attempted to remove the jp drain from the right breast and the drain broke leaving a portion in the patient. The patient was brought to ips to remove the retained portion of the drain. The drain segment was removed, compared with a new drain of the same type to insure that all pieces were removed. Dr min stated that the drain separated at the connector. Minimal blood loss noted. Was the drain sewed to the patient's skin to hole it in place? Unknown. How was the drain removed? Attempt was made at surgeon's office during follow-up appointment. When drain broke, patient was brought into inpatient surgery at (B)(6) for removal. How much of the drain was inside of the patient at the time? The entire white part of the tubing was stuck in the patient. Did the patient require any medical intervention? Emergency removal surgery. Do you have a lot number that you can provide to assist with the investigation? No product related information. Can you provide a detailed description of what happened? Please see the report for the description. Do you know what product number is for the drain? Jp-2188. Can you provide photos or more details indicating where the drain broke or if the surface was broken by stitching it and broke at the same point etc? Please provide the title of the person operating the device (no name)? FDA will ask for this information. Dr. (B)(6).